Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. The disassembled component was left inside the patient, and no medical intervention or clinically significant surgical delay were reported. Additional information has been requested from the user facility.

Manufacturer narrative:
During the intake process, it was determined that this is not a stryker product. Based on provided pictures, no stryker division was able to recognize the device. (B)(4). This product can not be investigated.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled. The disassembled component was left inside the patient, and no medical intervention or clinically significant surgical delay were reported. Additional information has been requested from the user facility.